Event description:
The plasma collection center reported that a healthy, repeat (qualified) donor complainted of itching on their left hand and above their left hand during a plasma pheresis procedure. They developed approx 5 to 8 small hives. It was also reported that they also complained of chest tightness but their lungs were clear to air. The plasmapheresis procedure was discontinued and benadryl 50 mg im was administered in their left deltoid area. Vital signs remained stable and donor was alert and oriented throughout this event. The donor denied eating, drinking, or applying anything different to themselves. The donor's signs and symptoms began to resolve after benadryl was given. Donor was released feeling fine and mentally alert.